Manufacturer narrative:
Pump passed self test and displacement test. Hardware low level failure alert (variableinfo=3) confirmed in the pump history due to open trace. Unit uploaded properly to the carelink software and communicate properly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 354 mg/dl and 321 mg/dl. The customer was assisted with troubleshooting. The customer stated that they received had hardware low level failures alarm after running a self-test. Customer was able to successfully clear the alarm. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.